Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 176 mg/dl while the sensor glucose reading was 82mg/dl. The customer also reported a bent cannula. The customer declined to troubleshoot for threshold suspend. The customer also reported no delivery alarm. The customer stated that it was resolved by a complete set change. Customer will not return sensor for analysis.